Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 114 mg/dl. The customer could not recall any significant events leading to the alarm. It was also found the customer was unable to complete the rewind sequence on their insulin pump. The customer stated they were trapped in a priming loop. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.